Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated a lead noise alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 12 non-sustained tachycardia (nst), 6 noises ventricular tachycardia (vt) oversensing episodes and 5 "lead failure predictor (lfp)" episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. 7200 lifetime v-sic occur since (B)(6) 2013. Lia triggered on (b)(^) 2013 due to meeting the conditions for nst and v-sic. A lead noise alert occurred on (B)(6) 2013. Ventricular pace impedance rises from an approximately baseline of 675 ohm to greater than 1000 ohm on (B)(6) 2013.

Event description:
It was reported that there was high impedance and high/unstable thresholds on the right ventricular (rv) lead. It was noted there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554 implantable pacing lead implanted: 2001 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.